Event description:
Additional information was received from a consumer. When asked what led to their stimulation being off the patient responded that they ¿took a fall on a sharp rock in their garden. They fell on their butt and they guess the jolt or the skin swelling around it caused the unit to turn off. They knew it wasn¿t working because they leaked.¿ it was noted that their butt swelled up for almost a full month and they ¿had to wear depends until the unit kicked back on;¿ once the swelling was gone the unit started working, ¿yaye!!¿ the patient also noted that they inserted new batteries into the monitor. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient fell and landed just below where the ins is located; they began having a return of symptoms which included leakage. The event was considered a sudden change in therapy/symptoms. The patient also noted their butt is purple/bruised. During the call, the patient synched to their ins which showed stimulation was off; they were not aware that stimulation was off and were at 2.5v on program 1. They were able to turn stimulation back on and reported feeling stimulation at a strong but comfortable level. They also felt stimulation near where the bruise is located. The call center advised the patient to decrease stimulation if it was ever painful or uncomfortable. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss symptoms and programming. The patient added that they don¿t have an hcp so a listing was sent to them. No further patient complications have been reported as a result of this event.